Event description:
It was reported that customer experienced cartridge alarms 20 during insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer was advised that pump would be replaced under warranty.